Event description:
Journal reference: herranz gordo, a. "Continuous infusion of baclofen and an antibiotic for treating meningitis relating to refilling of an intrathecal infusion pump reservoir." Rev esp anestesiol reanim 2008;55(1):43-46. Reportable event: in this work, we present the case of a male patient with chronic spasticity and deforming muscle dystonia, who has had a baclofen intrathecal infusion pump for 13 years, and then developed meningitis through staphylococcus epidermis resulting from the contamination of the intrathecal perfusion pump reservoir. The infection was immediately treated by administering baclofen and vancomycine together intrathecally. It was especially complicated to adjust the doses of both drugs in order to obtain proper effectiveness, but it was possible to withdraw the system, recover the asepsis, and avoid side effects while withdrawing the antispasmodic treatment.